Event description:
It was reported that an overinfusion of electrolytes had occurred on a pt. It was also reported that within the first hour of the infusion, the pump had alarmed three times for "flo-sensor." Nurse examined the set-up, could find no issues, and restarted infusion at 21 ml/hr. Another hour later, nurse noticed 500 ml medication bottle was empty. There was no result pt complication.